Manufacturer narrative:
(B)(4). For 9 of the 9 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve the reported events, the manifold cover was replaced for 3 units, the bag port was replaced on 1 unit, the bag port manifold was replaced on 1 unit, the spout of the ventilation bag was replaced on 1 unit, the ventilator bag coupler was replaced on 1 unit. For 2 of the 9 reported events, a ge healthcare service representative recommended replacement of the system to resolve the reported issues.

Event description:
This report summarizes 9 malfunction events. A review of the events indicated that model 1011-9050-000 anesthesia gas machine experienced a flow problem. 8 events were reported for a broken bag mount connector preventing manual ventilation, and 1 event was reported for a broken ventilator bag coupler preventing manual ventilation. These reports were received from various sources. Of the 9 events, 9 did not involve a patient.